Event description:
Reporter alleged blood glucose measured 127 mg/dl back to back with a result of 305 mg/dl performed within a minimal time between testing. No actions taken and no treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.